Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient presented with the following pre-op diagnosis: recurrent large right l5-s1 herniation with right s1 radiculopathy; previous right l5-s1 discectomy; significant discogenic pain; right s1 radiculopathy. The patient underwent the following procedures: l5-s1 posterior interbody fusion, transforaminal lumbar interbody fusion; application of interbody device, l5-s1; posterior arthrodesis l5-s1, inner transverse; application of posterior instrumentation, l5-s1 with pedicle screws; posterior lumbar laminectomies, medial facetectomy and foraminotomy l5; far lateral decompression, l5-s1 on the right side; application of local autograft; application of rhbmp-2/acs in the cage only; application of allograft, crushed cancellous. As per operative notes, ¿rhbmp-2/acs was placed in the cage. Local autograft and v2 sponges were placed anteriorly and packed into position with trials. The transverse processes were decorticated and remaining autograft and cortical cancellous bone were placed in the inner transverse position.¿ no intra-operative complications were reported.